Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. It was also reported that the patient sustained unspecified injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed device evaluation. Failure analysis investigations confirmed the customer reported complaint of "jaw broke off". For clarification, the instrument was found with a broken curved blade. The broken piece, approximately 0.48" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the device logs for the harmonic ace (part#: 480275-08 / lot/serial# m9100428-0170) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on 13-mat-2021 via system serial# (B)(4). There were zero uses remaining after this last usage. The system logs during this procedure were reviewed, and the following information was observed: error 100 occurred indicating a set up joint on a universal surgical manipulator was moved without being clutched on arm4. Error 23075 occurred indicating the surgeon's hand may not have been touching the right master tool manipulator while the system was in following mode. This complaint is reportable due to the following conclusion: it was reported that the harmonic ace instrument broke. It was reported that the patient sustained an injury. No additional information was provided.